Event description:
Customer reported being treated by the paramedics due to low blood glucose. Customer mentioned the display screen was scratched and hard to read. The programming in the insulin pump was checked and was correct.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. Insulin pump had a scratched display window.